Manufacturer narrative:
MFR site: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there have been a few power offs recently. The patient experienced more pain. The patient never checks the ins with the patient programmer. It was noted that the patient never has had to turn on stimulation. The session report showed impedances within range and stimulation has been 100% apart from december 14th. The cause was unknown. The action taken to resolve was reprogramming. It was unknown if the event resolved. The ins remains in service.